Event description:
It was reported that a physician trained in the use of the device, unsuccessfully performed pre-closure placement of the perclose proglide sutures in the common femoral artery prior to an interventional procedure. Reportedly, after deploying the suture and parking the foot, difficulty was encountered removing the device from the tissue tract. The tissue tract was enlarged freeing the device for removal. When the device was removed, it was noticed that the suture was entangled at the suture-bearing opening. The device was removed over a guide wire and a second proglide device was used to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.